Event description:
It was reported that the patient never had therapeutic effect and was trying to get it to work so they quit peeing all the time but today it showed a doctor on it. The patient had not had symptom relief since they had it implanted. It was noted that the patient was not able to adjust stimulation and the patient programmer showed a ¿call your doctor icon¿ and had a power on reset (por) condition. The patient just started seeing the por screen today. It was reported that the patient just went through a security scanner yesterday. Additional information received reported that they were waiting for a manufacturer representative to meet with the health care provider (hcp) and the patient but the manufacturer representative was not present. The patient communicated to the manufacturer representative and the hcp texted the representative and they called and left voicemails but the manufacturer representative never responded. It was noted that the patient had a loss of therapeutic and was on their third week of returning symptoms and they happened suddenly. The patient tried to adjust settings and turned to program 2 and that was too high and when they were bringing the stimulation down it kicked off and then showed the por screen. It was reported that they had worked with a different manufacturer representative before and never had issues with them coming in.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v017616, implanted: (B)(6) 2007, product type: lead. (B)(4).